Manufacturer narrative:
The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report.

Event description:
It was reported that a hahn tapered implant failed. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #19. The implant fit well with stability. The patient returned on (B)(6) 2020 for second stage surgery, and presented with no symptoms upon arrival. After examination, the doctor noted that there was infection and granulation tissue at the implant site. The doctor reported that while trying to take the cover screw off of the healing abutment, the implant came out. The doctor noted that there was failure to osseointegrate with the implant. The patient currently has a bone graft and barrier, and is waiting 4 months to place another implant. The patient has type I / ii bone quality, and has no relevant medical or dental history. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: customer did not return the implant for investigation. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: there was no stock product from lot# 6047941 available for review. Root cause: "loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the loss of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."